Event description:
During testing at the user facility, it was noted that the device was out of specification during the distal occlusion pressure test. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing, it was noted that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.